Event description:
A trilogy evo ventilator was reported to have had a test failure during service resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. Onsite evaluation by philips field service engineer has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.